Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and the j1 connection was found to be not seating properly. The fse evaluated the cable further, however no additional service information was provided. The system was tested and found to be working as intended and put back into service.